Event description:
Customer reportedly received results of 500 mg/dl and 132 mg/dl within 10 minutes on the compact system. No actions taken based on device result. No adverse event related to the malfunction reported. Requested return of suspect device and replacement was sent.